Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the open umbilical hernia repair, when on mesh implantation to the patient, the ventral patch repeatedly broke during the application. Additionally parts of the elastic tension ring fell into the patient cavity. The product was replaced with a new one and the plastic parts were removed to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during the open umbilical hernia repair, when on mesh implantation to the patient, the ventral patch repeatedly broke during the application. Additionally, parts of the elastic tension ring which are made of absorbable material fell into the patient cavity. The product was replaced with a new one and the plastic parts were removed using tweezers to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.